Event description:
According to the interview of the staff involved, the events of the surgical procedure involved a stone that was difficult to break up and the surgeon did experience a great deal of burn back (fiber tip degradation); therefore, multiple laser fibers were used, which is not uncommon). The moses holmium laser was being used in this surgical procedural case. However, with the final laser fiber, the end piece broke off while in the patient (the fiber piece was retrieved entirely). At the same time, the laser pulse that caused the breakage also caused a hole in the wall of the flexible digital ureteroscope. The laser machine was immediately sequestered and sent to biomed. Likewise, the storz digital ureteroscope was sequestered and will be sent to storz for either repair or replacement. The broken laser fiber was not sequestered.